Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose read high (>500 mg/dl) while wearing the pod on her leg for between 4 and 24 hours. The patient was asleep and her in-home hospice nurse, who lives with her, changed the pod. The nurse also gave her IV insulin to correct the blood glucose levels and increased her basal 20%. The patient has several illnesses that are life threatening which has resulted in her having long term hospice care.